Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g1-2, g3, g7, h1, h2, h6, h10 visual evaluation of the returned product found the inner sterile pouch is damaged from the device shifting within the packaging. A tear in the pouch was identified. Sterility was not breached as the outer sterile pouch remains intact. This complaint has been confirmed by evaluation of the returned product. Device history record was reviewed and no discrepancies were found. The condition of the device when it left zimmer biomet is considered conforming to specification. The root cause of the reported event can be attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was a hole in the sterile packaging. Another instrument was used to complete the procedure without delay. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.